Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -4.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to a refractive surprise. The lens was exchanged for another same length but different diopter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens measurements within specifications. Functional inspection found that the diopter measurement was within specification. Work order search: no similar complaints were reported for units within the same lot. Corrected data: device code: (explanted) to (B)(4) - previous code not applicable, it should be under patient code. (B)(4).